Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event involved a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported the patient came in after an hour due to blinatumomab line breaking. The spinning spiros became disconnected from the blina line even though it clicked in, and should not be able to come apart. New blina bag and line primed and restarted. There was patient involvement, but no harm reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in d10 concomitant product, e1, e3 and e4 - initial report sent to FDA. Additional contacts: (B)(6).